Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses instructions for use, potential adverse events that may occur and / or require intervention include, but are not limited to, vessel occlusion. The IFU also warns that proper device selection is required based on patient anatomical measurements.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The physician attempted to deploy a device in the right common iliac artery, but the right internal iliac artery was partially covered by the device and a blood flow was slowed. No additional treatment was performed. The patient tolerated the procedure. Reportedly, the physician selected a 11.5 cm length stent graft, although the measured anatomy was 9 cm in length. The physician preferred a longer length device to prevent a possible distal type I endoleak. The physician attempted to push up during deployment, but the right internal iliac artery was still partially covered upon deployment.